Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient has an appointment on (B)(6) 2018 with their managing physician to have the device checked. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient was no longer feeling stimulation, but it was unknown when this started. The patient¿s heart was checked about six weeks prior to the report, which they turned the device off for. They turned it back on while their heart was being checked. They also noted that the patient went to the dentist¿s office three weeks prior to the report, where they had x-rays done. It was unknown if the loss of stimulation occurred prior to, or after, the heart check and x-rays. It was noted that the patient was receiving therapeutic benefit. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot/serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported the patient came in to see the doctor on (B)(6) 2018. It was determined they would need a lead and battery revision poss stage 1 and this was currently scheduled.